Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump kept alarming no delivery. Customer stated the infusion set would be in for two days and alarm would occur. Customer's blood glucose was 275 mg/dl. Customer stated there was something wrong with the piston because he would rewind the device and it would work. Customer was reporting a past event and was unable to troubleshoot. Customer also stated the device had cracks on the side. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.